Manufacturer narrative:
Concomitant medical products: dtma1d1, device implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a lead warning for low impedance. It was also reported that the right atrial (ra) lead exhibited occasional undersensing on stored electrograms (egm). The lv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.